Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol bard mesh. The patient is only making a claim for an adverse patient outcome against the bard mesh. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with left inguinal hernia thereby underwent open repair with implant of bard flat mesh. Per op notes, ¿a small hernia defect was noted and freed from the cord structures. The hernia defect was reduced. A bard flat mesh was placed and secured using sutures.¿ on (B)(6) 2010, (B)(6) 2011 and (B)(6) 2015 ¿ patient had left inguinal pain thereby underwent nerve block injections. On (B)(6) 2017 - patient was diagnosed with chronic left groin pain thereby underwent open repair with excision of bard flat mesh. Per op notes, ¿the prior scar was incised. The old mesh was encountered and dissected off from the external oblique. Entire old mesh was excised. Ilioinguinal, iliohypogastric and genitofemoral nerves were identified and transected. Triple neurectomy was performed. The defect was repaired with sutures.¿

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol flat mesh may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2009) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b6, b7, d3, d4 (product catalog no., corporate lot no., UDI no., expiry date) , d6b, g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol flat mesh may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol bard mesh. The patient is only making a claim for an adverse patient outcome against the bard mesh. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿